Event description:
During a shoulder repair the distal tip of the lupine loop inserter broke off into the pt's bone. All was retrieved and the case was concluded successfully in a timely manner without further incident or harm to the pt.

Event description:
Our affiliate is reporting that during a shoulder repair the distal tip of the lupine loop inserter broke off into the patients bone. All was retrieved and the case was concluded successfully in a timely manner without further incident or harm to the patient.

Manufacturer narrative:
Originally our affilitate reported that during a shoulder repair the distal tip of the lupine loop inserter broke off int the patients bone and that all was retrieved and the case was concluded successfully in a timely manner without further incident or harm to the patient. However upon receipt of the complaint device and subsequent correspondence with the reporting affiliate (see correspondence in the attachment section) the event that occurred is that the distal portion of the inserter bent while the surgeon was attempting to deploy the anchor into the bone hole, nothing broke off. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 199 devices that were released to distributtion. Given the condition of the complaint device, bent, we attribute this type of failure to user technique. Most likely the damge may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployument due to anchor / bone hole assignment. No further action is warranted.